Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. Vascular access was obtained via the femoral artery. The 20x2.50mm target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 2.50 x 20 synergy drug-eluting stent was advanced and implanted to treat the lesion. The physician saw some residual and decided to do post-dilatation using a 3.0x12mm non-bsc balloon. However, it was noted that the stent was not visible, the physician asked for advise from a colleague and did a stent boost but still the stent was not visible on the lesion site. The physician checked everywhere in the guide catheter, in the coronary artery but the sent was nowhere to be found. Subsequently, a 2.75x23 non-bsc stent was implanted and the procedure was completed with excellent outcome. No further complications were reported and the patient's status was stable.